Event description:
Clinical study. It was reported that following a stenting treatment procedure, the pt experienced chest pain and angina and underwent a target vessel reintervention (tvr). The pt presented for treatment with an acute myocardial infarction (mi). The target lesion was reported as the proximal left anterior descending artery (prox lad) with 100% stenosis with a vessel diameter of 4mm. The lesion was reported with mild tortuosity with no calcification. The lesion was predilated and stented with a 3.50mm x 12mm taxus express 2 drug eluting stent. The lesion was post dilated with residual stenosis was 0%. The procedure medications were integrilin and unfractionated heparin. The pt was discharged four days later on triatec, ranitidin, simvastatin, aspirin, plavix, selo-zok, metoprolol, furox and nitroglycerin when needed. At 396 days post index procedure, the pt presented with persisting angina and 40-50% stenosis in the target vessel. The pt was stented with a 4.0 x 8mm boston scientific liberte stent. The event was considered resolved. The pt was discharged the next day. In the opinion of the physician, the event was probably related to the taxus express 2 stent.

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.